Event description:
The customer requested service on 03/17/2006 for a problem with the touchscreen of the quantum sr (product complaint). Lumenis recommended a service call and the customer deferred returning the letter on intent necessary for the billable service. On 03/28/2006 the customer reported that 2 pt had been burned and blistered with redness and requested service to evaluate the system. Lumenis made multiple request for pt and incident details for investigation, and only limited details were provided. Lumenis regulatory was informed on 05/11/2006 that one of the pt is a female; additional details were requested by regulatory on 05/11/2006.